Event description:
It was reported that the twist sleeve of a peritoneal dialysis (pd) transfer set could not be closed. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number was unknown; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.